Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Concomitant products: non biosense webster, inc. - baylis rf needle; non biosense webster, inc. - abbot sl1 transseptal sheath; carto 3 system; us catalog #: unknown: serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and cardiac tamponade was confirmed by transthoracic echo (tee). Pericardiocentesis was performed to release between 300-400 cc of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) for monitoring. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with a baylis rf needle and an abbot sl1 transseptal sheath. There was no evidence of steam pop during the ablation. The flow was set at 15 ml/min. The force visualization features used included grap, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 sec, 25% at 3 grams, 3mm tags. No additional filter was used with the visitag.